Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing ht70 plus ventilator failed the liquid crystal display (lcd) calibration. The ventilator was not on a patient at the time of the event. The service engineer disassembled and reset the lcd cable connection for the lcd calibration. The ventilator passed self-testing.